Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead was unable to be removed from the pacemaker's header. The lead was eventually disconnected after destroying the header with pliers. The pacemaker was explanted and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported event of difficulty in removing the atrial lead from the header was confirmed. Analysis of the device revealed blood accumulation in the connector port zones which affected the inside of the connector ports and the silicone lead body surfaces of the lead. This eventually caused the difficulty of removing the lead. No anomalies were seen.